Event description:
The iab leaked. This was the only info at the time of the report. On 4/17/98, the following info was reported to datascope: the iab was inserted on 2/27/98. On 2/28/89, the "leak in iab" alarm sounded from the sys 97t pump and blood was noted in the iab tubing. There was no pt injury or complication as a result of the event. [Event complications]: unk-reported 3/3/98; none-reported 4/17/98. [Pt's current status]: unk-3/3/98, 4/17/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 5/01/98).